Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the pump buttons not responding. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with frozen screen, problem isolated to interface board. Unable to perform the self-test, a21 error test, displacement test rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test or verify a20, a13/e13 alarms or button or keypad unresponsive due to frozen screen. No damage or moisture on keypad trace noted during visual inspection.